Event description:
Boston scientific received information that during an elective device replacement procedure, the header of this pacemaker appeared to be separating from the can. It could not be determined if the header was damaged prior to explant or if it was induced by physician during the explant procedure. There were no adverse patient effects reported.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A high power visual inspection noted that the header was separated from the pacemaker (pg) case. The ma (medical adhesive) stayed on the bottom of the header and none of it was on the pg case. An x-ray noted that both the atrial tip and ventricle tip feed thru wires were fractured at the point where they enter the feed thru. No electrical test was performed due to these fractured feed thru wires. A loose header in the pocket can cause fractured feed thru wires due to cyclic fatigue and result in the out of range impedance measurements noted prior to the explant. The clinical observation of a loose header was confirmed due to insufficient bond strength between the header and device case.